Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after the implant, the patient experienced recurrence, subcutaneous fluid-filled mass, adhesions, seroma, mesh bowed in the mibline, and mesh migration. Post-operative patient treatment included revision surgery, lysis of adhesions, hernia repair, and excision of seroma.